Event description:
It was reported that the intraocular lens (iol) was explanted due to patient dissatisfaction from a forcep mark in the iol during loading that caused glare and a negative dysphotopsia in the central visual field. The surgical wound was enlarged and there was vitreous loss due to a rupture in the capsular bag that occurred while trying to remove the iol from the eye. No further complications were noted.

Manufacturer narrative:
Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half; no optical deviations on the optic parts could be found. No forcep marks were noted on the returned lens. Conclusion: the iol passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. Manufacturing record review: the device manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power. Review of the historical complaint data base revealed that no similar complaints from this lot number were received. Conclusion: the batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.